Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The reload would not fire. The knife did not advance and no tissue was cut. There was no patient harm. The current patient status is fine.